Event description:
Caller alleged discrepant inratio2 results (using two strips of the same lot) and the laboratory results. Results as follows: date: (B)(6) 2012, inratio inr: 0.9 and 0.9, laboratory inr: 1.5. The time between testing was a few minutes apart. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.